Event description:
The implanting physician reported a pt implanted with a 28mm cardioseal in '08 was admitted after 2 neurological events. Tee eval at that time revealed thrombus on both sides of the implant. Surgical removal was recommended, the device was surgically removed approximately 6 weeks later.

Manufacturer narrative:
A review of our lot history record revealed this lot passed all applicable test inspections, and was released in accordance with our procedures governing lot release. The implant was surgically explanted; pathologically examination was conducted at the end-user facility, results pending. We requested the explanted device, pathology findings, all relevant films, implantation and operative case summaries from the end-user. To date, none of the requested items were available. We will continue to pursue the requested items, upon receipt we will conduct a thorough investigation and communicate our findings to you in our final report.